Event description:
It was reported that the right ventricular (rv) lead triggered an impedance alert due to out of range high pacing impedance. In addition, variable impedance was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6996sq58 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.